Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power jack tested out of specification. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the power cord connection in the carelink monitor was "loose". The power light was constantly turning on and off. A new unit was being sent to the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the power cord connection in the carelink monitor was "loose". The power light was constantly turning on and off. A new unit was being sent to the patient. No patient complications have been reported as a result of this event.